Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment (great 10-11): on (B)(6) 2016, the patient underwent treatment of a 55.3 mm abdominal aortic aneurysm (aaa) whereby three gore® excluder® aaa endoprostheses were implanted. On (B)(6) 2018, follow up cta reportedly showed the aaa measured 67 mm. On (B)(6) 2018, follow up cta reportedly showed the aaa measured 75 mm. A new type ii endoleak was reported. On (B)(6) 2019, the type ii endoleak was treated by means of embolization. The embolization was successful.